Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 487 mg/dl. The customer reported and infusion set bent cannula. The customer had no symptoms. The customer did treat the high blood glucose level with manual injection. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.